Manufacturer narrative:
Concomitant product: 419478 lead, implanted: (B)(6) 2009. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated there was wavelet detection. Based on episode data, wavelet would have withheld therapy. Reprogramming of wavelet is appropriate.

Event description:
It was reported that the patient presented feeling lightheaded. It was noted that device therapy was inappropriately withheld by wavelet as supra ventricular tachycardia (svt). The device was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.